Event description:
The customer requested information about bottle height settings. They also reported that during a procedure, the surgeon experienced poor I/a and the chamber kept collapsing. A posterior capsule tear occurred and an unplanned anterior vitrectomy was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as when additional information becomes available.